Manufacturer narrative:
Steps for further troubleshooting were provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that the device failed to power on due to external dr circuit-breaker issue on a allura xper fd10. The clinical use of the system was outside clinical use. There was no reported patient or user harm.